Event description:
During surgery davinci xi instrument 8mm maryland bipolar forceps wire broke. X-ray called and x-ray obtained. [Redacted] md read the results of the x-ray to [redacted] pa [physician's assistant] prior to patient leaving the room. Davinci xi instrument 8mm maryland bipolar forceps lot #k11240509 and reference number 471172. Manufacturer response for bipolar forceps, davinci xi instrument 8mm maryland bipolar forceps (per site reporter). Or notifies mfg rep directly.